Manufacturer narrative:
The explanted lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system extraction due to a pocket infection. No additional adverse patient effects were reported.